Event description:
Boston scientific crm received information that this device was unable to be interrogated. The last device check approximately two months prior was successful with a battery voltage of 2.56 volts. It was reported that the device could be felt, however, it was noted to be implanted deeply. The boston scientific crm sales representative reported that two different programmer recorder monitors (prms) were attempted, with three different wands. The power was plugged directly into the wall instead of a power strip, and the patient was attempted to be interrogated in a sitting up position. An invasive surgical procedure was performed and the device was explanted and replaced. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt, a thorough evaluation of the product was performed. The measured battery voltage was found to be 0.707 volts; engineering calculations confirmed that the device fell short of longevity expectations based on actual clinical use. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion. This issue is discussed in the q2 2010 product performance report.